Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient with an implantable pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that on (B)(6) 2016 the patient arrived at the hospital with what appeared to be overdose symptoms which had come on suddenly. The patient was unresponsive and they were unable to determine what medication was in the pump. Additional information was received from an hcp on 26-jun-2016 and it was reported that they had last seen the patient in (B)(6) 2015. Her medication in the pain pump was tapered and last filled with normal saline in (B)(6) 2015. The hcp did not know who was treating her now or what had been placed in her pump.

Event description:
Additional information received from the healthcare provider who reported they were on call to read the pain pumps and did not know of any additional information on the patient besides diagnosis. The healthcare provider had trouble reading the pump. The healthcare provider was not taking care of this patient as they were on call to read pain pumps that night. The healthcare provider could not get the patient's pump to read when they interrogated it. The healthcare provider tried with and without a magnet. The patient's family did not know information on the pump. The healthcare provider contacted the local company representative who walked the healthcare provider though ways to troubleshoot the pump. The representative found the patient had a type of pump that could not be interrogated. The information was passed onto the on call pain physician. The patient had an isomed pump and the flow rate was 0.5ml/day and it was a 35ml pump, drug unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.